Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has a power up test failure code 64. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated section - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected section - h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. After power up, the fse observed a maintenance required code 7. The fse checked for debris blocking the ventilation ports and found minimal blockage. The fse replaced the power supply (0014-00-0033-05). The fse completed a preventive maintenance (pm) with full functional, safety, and electrical tests to factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received part power supply with a reported unit failure of power up code 64, and after power up, maintenance required code 7. The failure analysis and testing dept. Performed a the failure analysis and testing dept. Installed part power supply into the cs300 and tested the power supply to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the cs300 was powered up, the fat dept. Did not observe code 64 which is restricted air flow from air intake. After the code 64 is observed then a maintenance code 7 will be generated. Code 7 also was not observed. After the cs300 was running for about 2 minutes, the fat dept. Smelled something burning within the power supply. The fat. Dept. Cannot investigate this complaint any further due to the burning smell which is most likely a shorted component. This could cause irreparable damage to the cs300 test fixture and possible harm to the technician. Probable cause of the code 64 and maintenance code 7 was a breakdown or shorting of a component on the power board of the power supply where the fan gets it's power from, and could have shut down the fan, resulting in the maintenance code 7. Retaining the power supply in the fat dept. Per procedure number 0002-07-d008 rev.ar. The most probable root cause is component reliability.

Event description:
N/a

Manufacturer narrative:
Updated section - d9 (return to manufacture date).

Event description:
N/a.